Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 19 mg/dl; cause was unknown. Paramedics provided saline sugar to treat bg level. Additionally, the customer consumed glucose to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.